Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 165 ohms. No adverse patient effects were reported. Currently this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 165 ohms. No adverse patient effects were reported. Currently this lead remains in service. According to additional information, this lead was explanted and replaced. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.